Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via a journal article that events of death and serious injury occurred. Patients were tracked that received either promus element drug eluting stents or non-bsc drug eluting stents. Events of death, myocardial infarction and stent thrombosis were noted to have occurred within the study population, but were not associated with a specific product or patients.